Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump required diagnostic repair. No harm or injury to the patient was reported.

Manufacturer narrative:
After further review, in this complaint, had the gas loss alarm, but unit did not have any parts malfunction in which the error code could not be duplicated, no follow up emdr is necessary.please cancel in your database.

Event description:
N/a